Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain in the pelvic area') in an adult female patient who had essure (batch no. 678819) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic to metal where it's made of"), migraine ("bad migraine"), rash ("bad rash"), eczema ("eczema"), depression ("depression"), anxiety ("anxiety"), mental impairment ("lost my mental sharpness/thinking process"), cognitive disorder ("cognitive impairment"), fatigue ("fatigue"), back pain ("back pain") and alopecia ("hair loss"). The patient was treated with surgery (surgical removal of the iud and hysterectomy done on (B)(6) 2019). Essure was removed in (B)(6) 2019. At the time of the report, the pelvic pain, allergy to metals, migraine, rash, depression, anxiety, mental impairment, cognitive disorder, fatigue, back pain and alopecia outcome was unknown and the eczema had resolved. The reporter considered allergy to metals, alopecia, anxiety, back pain, cognitive disorder, depression, eczema, fatigue, mental impairment, migraine, pelvic pain and rash to be related to essure. The reporter commented: insertion date-2009/2010. Lot number: 678819 manufacture date: 2009-10 expiration date: 2012-10. Most recent follow-up information incorporated above includes: on 24-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain in the pelvic area') in an adult female patient who had essure (batch no. 678819) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic to metal where it's made of"), migraine ("bad migraine"), rash ("bad rash"), eczema ("eczema"), depression ("depression"), anxiety ("anxiety"), mental impairment ("lost my mental sharpness/thinking process"), cognitive disorder ("cognitive impairment"), fatigue ("fatigue"), back pain ("back pain") and alopecia ("hair loss"). The patient was treated with surgery (surgical removal of the iud and hysterectomy done on 08/2019). Essure was removed in (B)(6) 2019. At the time of the report, the pelvic pain, allergy to metals, migraine, rash, depression, anxiety, mental impairment, cognitive disorder, fatigue, back pain and alopecia outcome was unknown and the eczema had resolved. The reporter considered allergy to metals, alopecia, anxiety, back pain, cognitive disorder, depression, eczema, fatigue, mental impairment, migraine, pelvic pain and rash to be related to essure. The reporter commented: insertion date-2009/2010. Quality-safety evaluation of ptc: unable to confirm complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.